Manufacturer narrative:
. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that a balloon was not visible using contrast. The target lesion was located in the left anterior descending artery. Pre-dilation was performed using a balloon catheter but the pre-dilatation balloon was not visible using contrast in the syringe. When a 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion, the same thing occurred. The stent could not be seen. Post-dilation with a non-compliant balloon catheter was then performed and the stent was deployed correctly; it just could not be visualized going up. No patient complications were reported and the patient's status was fine.